Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the mlc (multi-leaf collimator) treatment positions do not match the prescribed treatment positions in the historical treatment window. The post treatment delivery of the prescribed and treatment mlc positions was reviewed using enlarged beam's eye view (bev) window. The displayed treatment position only shows the first control point. However, when reviewing the mlc values in the beam record, the actual treatment values match those planned. Therefore, it was confirmed from the machine logs and beam records that the treatment was delivered as intended and recorded accurately. Elekta's risk assessment concluded that the issue reported by the customer was a display issue and not a recording issue. Based on available information there was no mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
The customer reported that the mlc (multi-leaf collimator) treatment positions do not match the prescribed treatment positions.